Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas 8000 e 602 module. The specific date of testing and the serial number of the analyzer were requested but the information was not known. The sample was submitted for investigation and was tested on another cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Of the data provided, the results for elecsys ft3 iii and elecsys ft4 assay were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. The erroneous results were reported outside the laboratory. The patient was not adversely affected. A streptavidin interference was suspected. As no sample remained for further investigation, a specific root cause could not be determined. Additional information for further investigation was requested but was not provided. Based on the information provided, a general reagent issue was not suspected.